Event description:
The customer reported the system will not create x-rays and is displaying a regulator error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries and power cap module. System operates as intended. (B) (4).